Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 17, 2018 that a flexiva 200 tractip laser fiber was opened for use in a procedure performed on (B)(6) 2018. According to the complainant, during preparation, the scrub nurse noted that the laser fiber was damaged upon opening the package. There were no serious injury nor adverse patient reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.